Manufacturer narrative:
Eval summary: the lens was returned. Solution is dried on the lens. The lens was broken into pieces and has broken haptic damage observed. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of blurry vision, exchange, pc tear. Lens damage observed. While we are unable to determine the exact origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution, the damage is most likely customer related. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A scrub tech reported that after a surgeon implanted a toric intraocular lens (iol), the patient had blurry vision. The surgeon repeated the iol calculations and determined a stronger powered toric lens would correct the residual refractive error; therefore, a lens exchange was performed. During the exchange procedure, as the surgeon was removing the lens, the posterior capsule wall was torn. The surgeon then implanted a different model lens into the sulcus. In a follow up, the surgeon reported that the patient's postoperative astigmatism fluctuated, although the iol remained oriented at original placement. The patient had a history of rigid gas permeable contact lens wear and had only been out of the contact lenses one month prior to preoperative corneal measurements. The surgeon added that during the lens exchange, she also had to perform an anterior vitrectomy and placed a suture in the wound. Due to the trauma associated with the lens exchange, the surgeon reported that the patient has a subretinal neovascular membrane causing poor vision.